Event description:
Customer called to report that they were hospitalized for high and low blood glucose levels. Customer stated she changes her infusion set which led to a low blood glucose level of 38 mg/dl. Customer added that later she was 300 mg/dl. Customer was given a manual injection. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.